Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider regarding a patient receiving medication via an implantable pump for non-malignant pain and chronic low back pain. The patient, a (B)(6) year old, was admitted on (B)(6) 2015. The preoperative and postoperative diagnosis was chronic pain with intrathecal pain pump and pump malfunction. The patient had a long history of chronic pain. The pain pump was in for quite some time. It was starting to bother the patient as he lost weight and the pump seemed to have dropped down lower. It hurt when it rubbed up against his belt. The patient had been weaned down and off of his medications. The pump was currently filled with saline. He was brought to surgery for explantation of the entire system. The skin was incised with a #10 blade and bleeding was controlled with bipolar. Dissection sharply carried through scar tissue and an actual mesh bag. The intrathecal catheter was removed and came out in a single piece, but the rest of the catheter was fairly scarred in, so it was not removed in a single piece. The catheter was pulled out of the lumbar area and then attempts were made to pull it out of the abdomen, but it snapped, so they then pulled the rest of it out through the abdominal incision. They got a good large piece from the abdominal side wall as well as from the lumbar side. The patient tolerated the procedure well and was transported in stable condition to the recovery room.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
It was reported by a healthcare professional (hcp) that the patient did not vocalize any weight loss, had been weaning off morphine and wanted the pump removed. At the post-op appointment on (B)(6) 2016 the patient stated he was doing well.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.